Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer treated with injections. Customer's blood glucose value was 423 mg/dl at the time of the call. Troubleshooting was performed. The customer reported bent cannula on the first day of use. The customer declined to further troubleshoot. The product was not returned for analysis.